Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic(vats) wedge resection procedure, while trying to fire the lung, the device's handle could not be squeezed after pushing the green button. A new device's handle and reload was opened and it was fired, but when a new reload was reloaded on the same handle, the handle could not be squeezed. A new device's handle was opened and the same reload was used and it fired. Using the same handle, a new reload was loaded and the handle could not be squeezed again. Finally, a new handle was opened and the same reload was used. It fired and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.